Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device had liquid damage and malfunctioned. It was noted that the sensors were red and also found an unauthorized modification. It was also noted that the device failed pre-repair diagnostic tests for general condition and lever, external cleanness and foils of liquid damage, information button and self-test, charging and checking of power module in charger, function test, and indicator - liquid damage. It was noted in the service order ¿not working¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.